Event description:
A cranial surgery for placement of 16 stereoelectroencephalography (seeg) electrodes into the patient's brain with a complex implantation scheme, for seizure recording of a pharmaco-resistant epilepsy to locate/confirm the assumed seizure onset zone, has been performed with the aid of the brainlab alignment software cranial 2.0. After placing the 16 bolts into the skull for guidance of the seeg electrodes, the navigation showed that it could not detect the navigation reference array anymore, and navigation was no longer possible. The user observed a drop of water from irrigation on one of its marker spheres and cleaned it, afterwards detected with navigation that the last bolt placed (and its trajectory) deviated by ca. 7-8mm caudally - determining a correspondingly deviating path in the brain from the planned trajectory. The surgeon decided to remove and re-place this last bolt to its correct position before placement of its electrode. When placing the electrodes with the navigated cirq robotic arm, the surgeon detected with navigation that the latter half of the bolts (8 more) had been placed with a similar deviation. The surgeon decided to place the brain electrodes also through the uncorrected guidance bolts, although in a path different than planned as visible with navigation, being outside the safety margins considered during planning. According to the surgeon (treating clinician): the outcome of the surgery was successful as intended; seizures could be recorded as desired in the suspected areas. There was no harm or negative effect to the patient resulting due to the deviating electrode placements -although exceeding the safety margins factored in by the surgeon during the trajectory planning, increasing the risk to critical brain structures or blood vessels- also not due to the prolonged anesthesia/surgery of ca. 30-45min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since electrodes were placed in a different path and location in the brain than anticipated and planned with the brainlab navigation involved (by means of the deviating bolts defining their paths being outside the safety margins considered during planning), despite according to the surgeon (treating clinician): the deviation of the guidance skull bolts placed was detected with navigation before placing their following electrodes into the brain, and as necessary, one bolt placement was corrected beforehand. The outcome of the surgery was successful as intended; seizures could be recorded as desired in the suspected areas. There was no harm or negative effect to the patient resulting due to the deviating electrode placements -although exceeding the safety margins factored in by the surgeon during the trajectory planning, increasing the risk to critical brain structures or blood vessels- also not due to the prolonged anesthesia/surgery of ca. 30-45min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.